Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a papillotomy procedure. According to the complainant, the device was positioned at the papilla of vater, the nurse bowed the tip of the device so the physician could make an incision. While bowing the device, the nurse noted that there was no longer tension in the handle. Under endoscopic view it was the noted that the cut wire was detached from the tip of the device; no part of the cut wire fell into the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 5mm proximally from the distal pierce hole. This tear allowed the cutting wire with the attached anchor to separate from the distal pierce hole, however, the cut wire remained attached at the proximal pierce hole. The cut wire and anchor notch solder joint was found to be intact. Additionally, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The condition of the returned incident device was consistent with the complaint that the cut wire detach from the tip of device. The most probable root cause for the condition of the returned device is cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a papillotomy procedure. According to the complainant, the device was positioned at the papilla of vater, the nurse bowed the tip of the device so the physician could make an incision. While bowing the device, the nurse noted that there was no longer tension in the handle. Under endoscopic view it was the noted that the cut wire was detached from the tip of the device; no part of the cut wire fell into the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.